Event description:
It was reported that the pump battery could not be charged. There was no reported impact to blood glucose as a result of this issue. No further information was obtained as customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.